Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd nexiva the following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Infant had a 24g bd nexiva butterfly IV inserted into left ac. Upon pulling the needle out, it broke to where the needle came out, but the safety hub remained attached to the IV. It basically "fell apart." A small silver piece fell off. It was very difficult to hold the IV in place and maneuver the safety hub off the IV that remains attached to patient. Almost had to pull entire IV and re-stick patient, but fortunately with 2 people working together, we were able to get the safety hub off with maneuvering. Are you able to provide the incident date? (B)(6). Is sample available for evaluation? If yes, kindly provide the facility address for us to create a return label. Since it was an exposed needle, we put it in the sharps. I kept the packaging but not the broken off pieces. If you are unable to send a sample, could you provide any photo/video of the reported issue? The incident happened over a month ago, and we do not video our procedures or take pictures of them, so no, there is no picture or video. What is the patient outcome? Are there any adverse events/serious injuries? I presume there was no negative outcome as we were able to hold the 9-week-old, secure the IV and finagle the broken piece off the IV part that was supposed to stay in place and secured with tegaderm. As a member of IV team, we leave the room after the IV is placed. Was there a delay of, or change in, the course of treatment due to the event? I presume not. The IV was placed and we left the room. I only reported the incident because the needle that we pull out that is supposed to have the safety cap pull off as well, broke apart and the safety piece remained attached to the IV that was in the baby. After carefully maneuvering the piece off, we secured it with tegaderm and left the room. What type of procedure is being performed? We inserted an IV for access what was the medication/fluid in use at the time of the event? The baby did not have an IV before we got there so no fluids or meds were in use. After inserting the IV, we left the room, so I do not know what meds or fluids may have been started after that time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. E4. The initial reporter also notified the FDA on 28-sep-2023. Medwatch report is mw5146508.